Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: evaluation revealed that the pump's back side label was peeling. A crack was found along the side of the battery compartment. The display had a dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display had a dim pick contrast and there was a battery compartment crack. This report is made based on results of investigation completed on 10/01/2014.